Manufacturer narrative:
(B)(4). It was reported that the procedure was performed on (B)(6) 2014. The patient presented with bleeding at the surgical site on the abdomen and then was discharged. On (B)(6) 2014, the patient was readmitted to the hospital with odor and discharge. Cultures showed strep viridans and (B)(6) and the patient also had positive blood cultures. Antibiotics were given 6-8 days after the procedure and the patient remains on antibiotics. The patient had a cat scan that showed pelvic collections suggestive of an abscess. The patient was re-operated on (B)(6) 2014 for evacuation of the pelvic abscess and a wound vac was applied. Currently, the wound vac is still on and the patient has not returned to work.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a total abdominal hysterectomy on an unknown date and an absorbable adhesion barrier was used. The patient experienced oozing from the incision line, a pelvic abscess and fever following insertion. The patient required readmission to the hospital. Additional information has been requested.